Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far r wave oversensing. The pacemaker was reprogrammed and the patient was in stable condition.